Manufacturer narrative:
The mayfield triad skull clamp (a1108) was returned for evaluation: failure analysis: investigation of the returned unit was unable to duplicate slippage. When the skull clamp was properly positioned and put under pressure, it did not slip or move. Since there was an injury involved with the slippage, the unit was sent to quality engineering (qe) for further investigation. Qe confirms the findings of the service team and noted that the returned clamp was in worn condition, with no additional device deficiencies noted. Additionally, the unit has a lot code of 054, and that would make it 20 years old and well past the 10-year service life. The clamp will be inspected and returned to the customer unrepaired due to its age. Root cause: the complaint is not confirmed for slippage. The unit has a lot code of 054, indicating a 2005 manufacture date. Due to being beyond its 10-year service life the device was returned unrepaired. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the patient's head was positioned in the mayfield triad skull clamp (a1108) and pins, and during the case, the patient's head slipped causing a laceration requiring suturing. Additional information has been requested.